Event description:
Defibrillator was being prepared for use in a code and staff could not get device to register ECG trace or fire. Another device was obtained and used to monitor pt - defibrillation was not necessary. Subsequent investigation revealed that the locking clamp for the hands off defibrillation/pacing adaptor was not in the lock position. The device tested good after the locking tab was moved to the locking position. No error indication was shown on the device display to aid in troubleshooting.